Manufacturer narrative:
The following device was also listed in this report: device, triathlon sym patella s36x10, cat #: 5550l360, lot #: lmf303. Device, triathlon ps fem component cemented, cat #: 5515-f-501, lot #: lyo4ua. Device, tri ts baseplate size 6, cat #: 5521-b-600, lot #: ohv3da. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision ltka single stage revision for infection." A triathlon ps knee was revised to a ts femur and triathlon revision baseplate and insert with stems and augments. Rep confirmed that no further information will be released by the hospital or surgeon.